Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
During investigation of the belt for an unrelated issue, a reportable malfunction was found. The belt was unable to complete incoming functional testing. The cause for failure was isolated to the white (lead 1-) and orange (lead 2-) wire in the ECG "c&d" cable was broken. The root cause for the broken wire could not be positively identified. No adverse event resulted from the damaged belt.